Manufacturer narrative:
This product is registered as a combination product. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2020-04853. It was reported that patient presented to the clinic remotely via merlin. Net transmission. The transmission exhibited an alert on (B)(6) 2020 for high pacing lead impedance on the right ventricular lead. It was noted that the right ventricular lead impedance had been trending upward over the last year. The patient did not report any symptoms associated with this issue. The physician opted to continue to monitor the patient and no plans for intervention were made at this time. New information received indicated a chest x-ray was performed to reveal the right ventricular lead and atrial lead had lost lead slack. The lead were explanted and replaced on (B)(6) 2020. The patient was stable.